Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 135 cm. 5 fr. Opta pro 5 x 2 balloon catheter would not hold pressure during inflation for an angioplasty procedure. The target lesion was the superficial femoral artery (sfa). There was no reported patient injury. The product will not be returned for inspection. Additional information received indicated that the six (6 atm.) Atmospheres of pressure were used for the inflation. There was no contrast leakage noted during the inflation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was discarded and will not be returned for inspection. The approach for the procedure was from the right femoral. The target lesion was reported to be: not calcified, and an 80% stenosis. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue. The contrast to saline ratio was thirty/seventy (30/70). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was some difficulty advancing the balloon catheter through the vessel and also crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally within ten seconds. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
As reported, the 135cm 5f opta pro 5 x 2 balloon catheter would not hold pressure during inflation for an angioplasty procedure. The target lesion was the superficial femoral artery (sfa). There was no reported patient injury. Additional information received indicated that the six (6 atm.) Atmospheres of pressure were used for the inflation. There was no contrast leakage noted during the inflation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The approach for the procedure was from the right femoral. The target lesion was reported to be: not calcified, and an 80% stenosis. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue. The contrast to saline ratio was thirty/seventy (30/70). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was some difficulty advancing the balloon catheter through the vessel and also crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally within ten seconds. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17618732 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, handling or concomitant device factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, take the hub and gently take the catheter out. Attach a stopcock to the balloon lumen, marked ¿balloon¿. Attach a syringe, open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. Remove the syringe. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps 2-4. Without twisting, slide the forming tube off the balloon. Connect an angioplasty inflation system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.